Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer could not recall whether their blood glucose levels were impacted. Multiple system checks were performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer keeps their pump inside their pocket. The customer alleged there was an underlying pump issue causing the occlusion alarms. It was reported by the customer that manual injections would be used for alternate insulin therapy.